Event description:
In 2008, the patient was implanted with two gore tag thoracic endoprostheses. One landed slightly proximal from the intended site. Some invagination was evident. However, no action was taken. The following day, the invaginated endoprosthesis collapsed. The next day the physician placed a palmaz stent into the collapsed device. The patient is still hospitalized.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The review of the manufacturing records verified that this lot met all pre-release specifications. Device collapse. Additional device: tg2610/06015677.